Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. Prior to malfunction the customer had a CT scan done within the past week and was advised by medical staff that the pump didn't need to be removed. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.